Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(6) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the allegation was unconfirmed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Consumer reported the rtm needed to be replaced. They were having a hard time charging the ins (it usually takes 1/2 - 45 min and it took them 2 hours the night prior to the report just to get to 50%. It was reported that the patient was seeing "excellent" charge quality when connected. No further complications reported/anticipated.(B)(6)2020: additional information was received from the patient. It was reported that they had been seeing a code on their controller screen, and it had become more frequent and they were seeing it once a week now. The code was reported to be a system problem code - rm04, which would affect charging the ins. They would have to remove the battery pack from the controller to resolve the system problem code message. They also reported that charging was taking 1-1.5 hours, and they were not able to charge the ins despite having excellent recharge quality. It was noted that at random times, when charging the ins, the recharging session would stop and they would hear a beep even though they weren't moving. Finding the implant for recharging had also started taking longer. On (B)(6)2020, patient services had the patient start a charging session and it was determined the external equipment was working as designed. The patient was able to charge the implant with excellent recharge quality. It was reviewed with the patient to monitor their recharging and to keep notes on issues they experience while charging. It was decided to replace the recharger therapy module (rtm) on (B)(6)2020 as the patient had called back and about the issue continuing along with a report that the donut on th eir rtm was heating up. No symptoms were reported. No further complications were reported or anticipated. (B)(6)2020: additional information was received from the patient. It was reported that recharging was much faster with the replacement recharger but they did see the rm04 error again a couple of times. No patient complications were reported as a result of this event.